Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, drawings, instructions for use (IFU), manufacturing instructions, quality control data, and photographic inspection was conducted during this investigation. An investigation of the returned product and a device failure analysis form could not be completed due to the product not being returned from the customer. Provided images show that the hub of the catheter had indeed separated rom the catheter and that there was no visible damage to the catheter itself. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. There is no evidence to suggest that this device was made out of specification. The risk specification for this product includes the separation failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required at this time. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, a week and a half after placement, it was discovered that the ultrathane mac-loc locking loop multipurpose drainage catheter had a broken hub. The patient had called the customer and requested an examination of the device, after the end reportedly broke off while the patient "was turning." The district manager describe the issue as specifically a hub separation. This issue necessitated the replacement of the catheter. The device is reportedly unavailable for evaluation.